Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. It was also noted that the patient received an inappropriate shock for supra ventricular tachycardia (svt) from their implantable cardioverter defibrillator (ICD). The lead and device remain in use. No further patient complications have been reported as a result of this event.